Event description:
It was reported that the patient complained of pain at the site of the implant. The physician decided to revise the pocket and elected to replace the device with a smaller size device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was analyzed and found to have a high battery impedance.